Manufacturer narrative:
Initial and final MDR 1899312- MDR 3003442380-2024-11041- device 7 of 12

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the patient faced kinked cannula on (B)(6)2024 and(B)(6)2024. The blood glucose level of the patient was 450 mg/dl. Moreover, the issue occurred with 12 similar types of infusion sets and site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.